Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button was sticking and over-scrolled. It was noted that the down arrow and ok keypad buttons had a delayed, intermittent response. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump by wiping with a tissue. The reporter indicated the patient had a blood glucose (bg) value of 300mg/dl with no symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had intermittent response and required multiple presses to evoke a response. There were no hyper-responsive buttons and there was no scrolling on testing. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.